Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump was damaged. The customer¿s blood glucose level was 350 mg/dl. The customer treated with pump. The customer states that it is still connected about half way through and there is a crack where the battery is and it is getting ready to fall off. Troubleshooting was performed for damage and noticed damaged near the o ring on reservoir area. The customer states continuing with highs to go to emergency room for treatment and declined to troubleshoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube and cracked lcd window.